Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon was approximating the stapler during the end to end anastomosis of a laparoscopic bowel resection, it was noted there was difficulty closing the stapler and the anvil disengaged from the handle. The surgeon used a replacement stapler handle, with the original anvil to complete the case. There was no patient injury.